Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 128 mg/dl, 55 mg/dl, 33 mg/dl, and 115 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.